Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 600 mg/dl with trace amounts of ketones and insulin injections were used to address the bg level. The customer cleared the alarm and resumed insulin delivery.